Manufacturer narrative:
Product investigation results: report of one toothbrush head on 09-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Inhaling to try and dislodge the head, but it didn't seem to move / drank the water to try and move it out of throat [foreign body]. Brush head broke away from the stem [device breakage]. Brush head broke away from the stem and it went down my throat, not absolutely certain as to whether the head went into my stomach or my lungs [accidental device ingestion]. Brush head went down throat [exposure via ingestion]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that on (B)(6) 2016, she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, and went on to brush the back of her tongue when shockingly the head broke away from the stem of the oral-b brushhead, version unknown and it went down her throat. She asserted that she was not absolutely certain as to whether the brush head went into her stomach or her lungs. The consumer immediately coughed to try and dislodge it, then drank approximately half a pint of water, followed by putting her fingers in her mouth to try and make herself sick, hoping the brush head would reappear; alas, she reported, it didn't. She stated that she had used her oral-b toothbrush for several years, and changed the brush head about 2 weeks ago. The case outcome was recovered. No further information was provided. On (B)(4) 2016 received consumer follow-up: the consumer reported that she purchased six of the oral-b power oral care refills precision clean, of which she only had one left. She explained that the brush heads and toothbrush had never been dropped, and the offending head was put onto her toothbrush about 2 weeks ago from new. She sought unspecified medical attention on (B)(6) 2016, where she was told if ingested it should pass naturally, but if it was inhaled she should watch out for possible infection. The consumer recalled inhaling to try and dislodge the head, but it didn't seem to move; that was when she drank the water to try and move it out of her throat. The case outcome remained recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Inhaling to try and dislodge the head, but it didn't seem to move / drank the water to try and move it out of throat [foreign body]. Brush head broke away from the stem [device breakage]. Brush head broke away from the stem and it went down my throat, not absolutely certain as to whether the head went into my stomach or my lungs [accidental device ingestion]. Brush head went down throat [exposure via ingestion]. Case description: a female consumer of unspecified age reported that on (B)(6) 2016 she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, and went on to brush the back of her tongue when shockingly the head broke away from the stem of the oral-b brushhead, version unknown and it went down her throat. She asserted that she was not absolutely certain as to whether the brush head went into her stomach or her lungs. The consumer immediately coughed to try and dislodge it, then drank approximately half a pint of water, followed by putting her fingers in her mouth to try and make herself sick, hoping the brush head would reappear; alas, she reported, it didn't. She stated that she had used her oral-b toothbrush for several years, and changed the brush head about 2 weeks ago. The case outcome was recovered. No further information was provided. On (B)(6) 2016 received consumer follow-up: the consumer reported that she purchased six of the oral-b power oral care refills precision clean, of which she only had one left. She explained that the brush heads and toothbrush had never been dropped, and the offending head was put onto her toothbrush about 2 weeks ago from new. She sought unspecified medical attention on (B)(6) 2016, where she was told if ingested it should pass naturally, but if it was inhaled she should watch out for possible infection. The consumer recalled inhaling to try and dislodge the head, but it didn't seem to move; that was when she drank the water to try and move it out of her throat. The case outcome remained recovered. No further information was provided.